Event description:
Affiliate reported that when the kit was removed, the distal end of the catheter broke and remained in intracranial part. This piece of catheter could not be removed. No other clinical consequences were reported.

Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint could be confirmed. The supplier performed this eval. During the eval a review of the quality records was conducted and prior to distribution this device met all mfg and quality testing/inspection specifications. The catheter was also evaluated and the following observations were noted: the sensor and sensor case have been torn off. The catheter material has multiple bends, and a deep kink 9.5cm from the connector. No testing was possible. Based on the above eval, the supplier was able to determine that device appears to have been improperly used by the customer. Based on the results of this eval, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.